Event description:
It was reported that the non-sustained right ventricular oversensing episodes were noted. Upon review, the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No intervention was performed and the patient was asymptomatic.